Manufacturer narrative:
Patient identifier: complete sid is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased sodium result generated on the alinity c analyzer for one patient sample. The result did not meet the patient¿s clinical picture. The sample was repeated and result was within the normal ranges. The following data was provided: patient normal range = 136 to 145 mmol/l. Sid (B)(6) initial result = 100 mmol/l, repeat result = 142 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.

Manufacturer narrative:
The complaint investigation for falsely decreased sodium result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, instrument log review, labeling review, and device history record review. Return testing was not completed as returns were not available. The ict sample diluent is used for analysis of electrolytes on the alinity c processing module. A search by product lot found normal complaint activity for this issue. The trend review for the ict sample diluent (ln 07p53) found no trends related to this issue. As part of troubleshooting, the initial sample was retested with higher normal results and qc was in range at the time of discrepant results, indicating the assay is performing as expected. Instrument log review was performed which indicates that aspiration errors had occurred with the initial sample testing. Device history record review did not identify any non-conformances or deviations related to the current complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the alinity c ict sample diluent, lot number 13619un22 was identified.